Event description:
It was reported that after implantation, the patient underwent an unknown treatment due to unknown reasons. Due diligence is still in progress for this complaint; no further additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d4, d6, d8, d10, g3, g6, h2, h4, h11. D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10 - associated medical devices: g7 neutral e1 liner 36mm d; item# 010000856; lot# 6588485 tprlc 133 fp 12/14 pps ho 11.0; item# 51-121110; lot# 6536860 delta cer fm hd 036/-4mm 12/14; item# 650-0836; lot# 2019060631 g4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k101336. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after implantation, the patient underwent an unknown treatment due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D4 - the primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. G2 - foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, a definitive root cause could not be determined. It is confirmed that this item is included within the scope of a CAPA, product hold and field action. With the available information however, it cannot be established that this complaint is in relation to the same issue for which the actions were previously initiated as above. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.